Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain relief in the left side, but no relief in the right leg. The pt stated that a week after implant, the pt was bleeding internally and now the top of the pump was "spongy again." The pt had pain going across the back and believed that the pain might be from exerting himself and trying to walk. The pt had a refill appt scheduled with the health care provider. The medications being delivered via the device system were lioresal and morphine. It was noted that the morphine concentration was 10 mg, but was 5 mg when mixed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.